Manufacturer narrative:
(B)(4). The event date was reported as 2017. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported keys on keyboard not working, which was reproduced. Device evaluation observed the reported symptom as the "0" and "1" keys were found to be inoperable. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keys on a spectrum pump did not work in the medical surgical unit. There was no patient involvement. No additional information is available.